Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had other/non-product experience. A revision was performed and the crt-d along with the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted. The explanted crt-d was used as an external temporary pacing device and an off-label use was intentional. Additional information received from the field representative indicates that the system was explanted due to possible infection with sepsis. The patient was re-implanted three days later. Moreover, the field representative does not know if the explanted leads were included in product return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. No problem was detected. This supplemental is being filed to capture the product investigation results.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had other/non-product experience. A revision was performed and the crt-d along with the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted. The explanted crt-d was used as an external temporary pacing device and an off-label use was intentional. Additional information received from the field representative indicates that the system was explanted due to possible infection with sepsis. The patient was re-implanted three days later. Moreover, the field representative does not know if the explanted leads were included in product return. No additional adverse patient effects were reported.